Manufacturer narrative:
The insulin pump was received with intermittent act button response due to corroded keypad traces. The insulin pump had cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, broken battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received a button error alarm on their insulin pump. It was reported that the act button is not working correctly. It was reported that the customer's blood glucose was 114mg/dl. It was reported that the customer was advised to discontinue use of the device, and that it would need to be replaced and returned.